Manufacturer narrative:
The device has not been returned for evaluation; a product analysis is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip was damaged shortly after he began using it. There was no impact to the patient, and a new blade was opened to continue the fess procedure.

Manufacturer narrative:
One opened sample of part number 1884012, from lot number 0214982801 was received for analysis. Visually, there was gouging at the inner and outer assembly distal tips which would have resulted in the reported event. The inner assembly spun, but had a gravely feel, and the outer assembly cutting teeth were bent outward at the points only (the very tip). There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. There was no allegation of a defect prior to use, and although misuse cannot be ruled out as a potential cause, the information more likely indicates the blade inadvertently came in to contact with an inappropriate material. The IFU states ¿the ipc system is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures.¿ while bone is considered a relatively hard substance, contact with a surgical tool, scalpel, scope, or other metal device would result in such damage. There was an out of specification condition identified as it relates to the complaint (due to physical damage). If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the tip was damaged shortly after he began using it. There was no impact to the patient, and a new blade was opened to continue the fess procedure.